Event description:
The pt had "recurrent hemarthrosis. Pt presented with complaint of pain and swelling. Right knee aspirated for blood." It was later found that the bleeding was due to abrasion of the post against the notch." Pt was revised.